Manufacturer narrative:
The handpiece was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if investigation requires.

Event description:
Prior to the start of a surgical procedure, it was reported that a pneumatic drill had leaked oil within the sterilization case. The pt was not in the operating room at the time of the event, so there was no pt involvement. Readily available backup equipment was used to perform the procedure, without causing a delay. There was no user injury reported, and no adverse consequences alleged with this event.